Manufacturer narrative:
Update received 09 sep 2025: the adverse event was treated with 2 medtronic stents and 2 medtronic balloons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received 17 dec 2025: patient was also treated with medication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact admiral balloon was used to treat the right superficial femoral distal, popliteal 1 segment. Approximately 25 months post procedure patient suffered restenosis of right superficial femoral artery and popliteal. Patient had follow-up with vascular group for left leg. Reporting right leg pain. Ultra sound completed and noting right superficial femoral artery stents were occluded therefore scheduled for procedure. Patient had the following completed: right femoral endarterectomy, right superficial femoral artery angioplasty, popliteal angioplasty and stenting, right common iliac angioplasty and stenting, right external iliac angioplasty and stenting, right external iliac angioplasty and stenting (right: leg) which involved target lesions. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.